Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries. A replacement pump was sent to the customer to resolve the issue. The customer's blood glucose level was 210 mg/dl.